Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fault was no longer present during initial inspection. Further troubleshooting highlighted potential communication issues with internal fibers. Fse carried out full clean of internal system and cables. The fse replaced the two high resolution stereo viewer (hsrv) monitors, personality module surgeon console (pmsc) board, the vp fiber cable core. The circular mount cable was scrapped. The system was verified and ready for use. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during da vinci-assisted extraperitoneal radical prostatectomy without lymphadenectomy surgical procedure, the left eye on the surgeon side console (ssc#2) was left black. Before the fault reoccurred, the artemis logs were clear. The surgery went on using the other ssc. The procedure was converted to another dv system with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the two high resolution stereo viewer (hsrv) monitors, personality module surgeon console (pmsc) board, the vp fiber cable core for failure analysis investigation. The units were analyzed and the following information was obtained: high resolution stereo viewer: in remotefe, there is no error logged. Upon visual inspection, there is no issue found that would be related to the complaint. The unit was installed in the golden system, upon power on the system there is solid black screen in the left eye, successfully replicated the complaint. High resolution stereo viewer: in remote fe and artemis, no data was found indicate that the fault had occurred in the field. Upon visual inspection no issues were found that would be related to the reported event. The monitor was installed on our pca test system. The unit started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues. Personality module surgeon console: in remotefe and artemis, no data was found to indicate that the fault had occurred in the field. Visual inspection, no issues were found that is related to the report issue. The pmsc was installed onto a golden system where the component functioned as expected. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles & sitting idle for 1 hour. Once the testing was completed, the system error logs were inspected, but no error could be identified.

Event description:
Refer to h11 for follow-up information.